Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred and the balloon split. The physician attempted to pre-dilate an unspecified lesion located in the moderately calcified, moderately tortuous, totally occluded rca (right coronary artery) with a 15x2.5mm maverick2. Vascular access site was radial. The catheter was advanced to the lesion and upon the first inflation the balloon ruptured at 14 atms. The balloon was removed intact, at which point the balloon was noted to be split longitudinally. There were no shaft kinks noticed on the device prior to use. The procedure was completed with another maverick2 and the implantation of two unspecified stents. There were no reported pt complications. The pt status is listed as "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.